Event description:
It was reported that the pump battery was unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.